Event description:
Same case as 2134265-2008-04596 and -04597. It was reported by a pt's spouse, that post a coronary drug eluting stenting treatment procedure, blood clots occurred. The physician implanted three taxus express2 drug eluting stents to an unk vessel, two 3.5x24mm taxus stents and a 3.5x28mm taxus stent. Approximately 21 months post stent implantation, the pt presented to the hospital with chest pain and "charley horse" in his legs. At the time of this report, the pt was hospitalized due to blood clots in his lungs, legs and femoral artery. The pt also had a fever and urinary tract infection. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be anticipated procedural complication.